Event description:
Post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. Two taxus drug eluting stents were placed in the distal and proximal circumflex (cx) artery after post dilatation. The vessel was described to be moderately tortuous and moderately calcified with a 85% stenosed lesion. The physiciandeployed a taxus express2 3.0x20mm drug eluting stent in the distal cs and a taxus express2 3.0x12mm stent drug eluting stent in the proximal cx. The stents were post dilated with a quantum balloon. The patientwas on aspirin and plavis. Four days leter the patient developed chest pain while still hospitalized and needed to be transferred to a different facility. The hospital where the initial implant was done did not have the capability for surgery. The patient was brought to the ccl at the second facility however, they were unable to cross teh lesion and no treatment was performed. The patient died six days later. Cause of death unknown.